Event description:
While using a byte night aligners, patient reported that their tooth had chipped after wearing their aligners for one night. Patient was examined by their dentist that has advised that this patient is not a candidate for the aligners due to pre-existing mobility of teeth, bone loss, and periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.